Manufacturer narrative:
Clinical investigation missing clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd nurse reported the event was related to touch contamination as the patient is in overall poor health and does not have good dexterity with hands increasing the risk for contamination during the pd exchange. Touch contamination is frequently encounter in pd patients and a well-established risk factor for peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital diagnosed with peritonitis. During follow-up, the patient¿s pd nurse reported the patient was hospitalized with peritonitis on (B)(6) 2020. Details surrounding the patient¿s hospitalization are unknown as the hospital records are not currently available. However, the nurse reported the patient is continuing pd therapy in the hospital. The nurse reported the peritonitis is not related to any fluid leaks or any issues with fresenius device or product. The nurse stated the patient¿s peritonitis is suspected to be associated with touch contamination. The nurse stated the patient does not have good dexterity with hands in which contamination during the pd exchange is very likely. Additionally, the nurse indicated the patient is in poor overall health due to poor nutritional and fluid intake which is associated with comorbid chronic low blood pressure with subsequent syncopal episodes that are not related to pd therapy, the cycler, or any deficiencies with fresenius products. Patient disposition is unknown. Additional information was requested, however it was not available.